Event description:
It was reported to boston scientific corporation that a advantage was implanted into the patient on (B)(6), 2021. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; perin pain; anal pain; rect pain; thi pain; inab inter; rec incont; oth pain: ive had pain in my right groin for 8 mths. Nonsurgical treatments: the patient was treated with pain medication: endone for the treatment of: to treat pain as I have chronic kidney issues .

Manufacturer narrative:
Patient ID: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.